Event description:
Reporting 46 false positive results for flu b out of 553 total tests unknown if results were confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation summary: tested 3x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: can not duplicate with retain testing. Unable to determine. Source: phone.